Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges that upon attempt of 45mm ez-io catheter removal from a patient's proximal tibia, the hub broke off. Several hours later, the nursing staff attempted to remove the remaining intact metal portion of the catheter using forceps or pliers. During that attempt the catheter itself broke leaving a portion in the patient's tibia which could not be retrieved. The nurse caring for the patient reported a serious drainage from the site. An orthopedic consult was done and it was decided to allow the remaining catheter piece in the patient's leg at this time.

Manufacturer narrative:
(B)(4). The customer submitted two photos for review. One picture showed what appeared to be the remains of an ezio cannula. There was damage seen on the cannula which was likely from the forceps used to attempt the removal. The second photo was an x-ray showing the remains of the cannula in the patient's leg. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no root cause was identified. It is unknown if proper technique was used during the initial removal attempt of the cannula. The IFU instructs users to "attach luer-lock syringe. Rotate syringe and catheter clockwise while using traction to withdraw the catheter- do not rock or bend the catheter during removal." It is possible for the hub to detach if proper technique is not used. Difficult removal can also be experienced if the io is drilled too far and lodges in the distal side of the cortical layer. Follow up by the teleflex clinical and medical affairs staff found that the patient's current status is stable. The decision was made during a consultation with orthopedic to leave the remains of the cannula. No further patient issues were reported.

Event description:
The customer alleges that upon attempt of 45mm ez-io catheter removal from a patient's proximal tibia, the hub broke off. Several hours later, the nursing staff attempted to remove the remaining intact metal portion of the catheter using forceps or pliers. During that attempt the catheter itself broke leaving a portion in the patient's tibia which could not be retrieved. The nurse caring for the patient reported a serious drainage from the site. An orthopedic consult was done and it was decided to allow the remaining catheter piece in the patient's leg at this time.